Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had started to be unable to charge about 2.5 weeks ago. The patient was lifting their young child. The caller reported that when they palpated the ins, they could feel the ins moving back and forth. The rep stated the ins felt tilted and flipped, they also noted the ins felt deep and they could only feel the top of the ins. The caller didn't have a spare recharger. The rep reported that they were unable to communicate with the patient programmer or tablet. The rep stated they had to press the recharger against the ins and the patient as well, but they continued to be unable to charge. An x-ray was suggested. No further complications were reported or anticipated.

Event description:
Additional information was reported that after the patient had x-ray taken they determined that there were no issues, and that the issue had been resolved. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the doctor was sending the patient for an x-ray. No further complications were reported.